Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient noted the implantable neurostimulator was non-functioning. The patient said the device was non-functional for 5 years; however, the patient was implanted in 2013. She was the not the intake nurse and did not have any further information. There were no symptoms reported. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to clarify when the ins stopped functioning, the cause of the issues and the actions taken to resolve the issue.